Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow keypad button is not working and the patient is unable to deliver an insulin bolus. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): the complaint regarding unresponsive up key was not duplicated. All keys were tested and responsive the keypad was intact with no evidence of peeling or damage. Keypad was removed to check for contamination which was found under up/down/contrast/ok key contacts. Additionally, the pump was returned without a bolus button. Bolus button inoperable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.